Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's bladder. However, no fragment remained inside the patient since it was reportedly retrieved using forceps. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-12-08). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. The cause of this damage is thermal and/or mechanical induced wear and tear in combination with improper handling and/or mechanical overload like fall, shock, or similar stress. Therefore, this event/incident was attributed to use error. However, it cannot be determined with certainty, whether the inner sheath had been previously damaged or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.